Event description:
The customer reported that the system displayed an interlock failure error message that would not clear despite several reboot attempts. This rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply was replaced. The system was then found to be operating as intended.